Event description:
It was reported that; patient underwent a cervical spine revision on (B)(6) 2013.

Manufacturer narrative:
No parts, brand, catalog or lot numbers were provided for evaluation. The root cause could not be determined.

Event description:
It was reported that; patient underwent a cervical spine revision on (B)(6) 2013.